Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The contact reported the customer received two temperature alarms. The pump was in a room temperature environment at the time of the alarm. There was no impact to the customer's blood glucose levels. Customer will use insulin shots as therapy until the replacement pump is received.